Event description:
This case was reported by a dentist and described the occurrence of respiratory failure in a male patient who received corega (corega ultra cream) for denture fixation. Concurrent medical conditions included allergy to rubber. On an unk date, the patient started corega (dental). At night on the same day as he started using corega, the patient experienced respiratory failure, an allergic reaction and mucous in mouth. The patient was hospitalized for 4 days. At the time of reporting, the allergic reaction and respiratory failure had resolved, however, the patient still experienced oral mucous. The reporting dentist considered the events were related to treatment with corega. Manufacturer's comment: the manufacturer report number for this case is 9681138-2006-00016. Poligrip is manufactured in dungarvan ireland and neither the lot number nor the product are available. No corrective actions have been required based on this report.